Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 80% stenotic lesion was located in the moderately calcified renal artery. The lesion was not predilated, and there was no resistance encountered during insertion or advancement of the express biliary sd monorail premounted stent delivery system (sds). The sds was advanced to the lesion, and the balloon was inflated; however, the balloon ruptured during inflation at 6 atms. Therefore, the sds was removed, and the stent remained in the vessel. The stent did not migrate after the balloon rupture. A sterling balloon catheter was then advanced to the lesion, and the stent was post-dilated successfully. The physician feels that the patient is adequately protected, and the stent is fully opposed. No patient injuries or complications were reported. Patient status is listed as "fine."